Manufacturer narrative:
(B)(6). Hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd q-syte¿ luer access split-septum stand-alone device had a cracked housing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown; event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of other with lot #7235538 regarding item #385100. 7220530: the lot was built on qfa line3 from 10aug2017 thru 11aug2017 for the quantity of (B)(4). 7220533: the lot was built on qfa line 3 from 13aug2017 thru 17aug2017 for the quantity of (B)(4). Per review of the dhrs it was concluded that all challenge, set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed as it was noted that there were no reject activity findings throughout the build of these lots that would impact upon the quality of the product. Received one unused unit along with an opened package from lot number 7235538. The q-syte was received in 2 portions (top and bottom body). Evidence of an adequate weld was observed at the rims of both the top and bottom bodies. This is an indication that a bond (weld) was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported before use that the bd q-syte¿ luer access split-septum stand-alone device had a cracked housing. There was no report of exposure, serious injury or medical intervention.